Manufacturer narrative:
A patient's left lead migrated was reported to abbott. Surgical intervention was undertaken wherein the lead was repositioned to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's left lead migrated. Surgical intervention was undertaken on (B)(6) 2025, wherein the lead was repositioned to address the issue.